Event description:
The customer contact reported the pt received more medication than intended. Channel 2 of the device was programmed to deliver diprivan 10mg/ml at a rate of 3.3ml/hr with a vtbi (volume to be infused) of 100ml and the delivery was started. No further programming parameters were provided. After approximately 1 hour and 20 mins, the device alarmed and the clinician noted that the diprivan container was empty. The pt's systolic blood pressure reportedly decreased to 80-90mmhg from an unspecified baseline. No medical interventions were required. The pt was monitored "more frequently" for an unspecified length of time. There were no reported adverse patient sequelae. The device was removed from the clinical service. Therapy was discontinued. During testing at the user facility, the device delivered more than expected. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.